Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, the battery oscillator device was not holding the blade. During an in-house engineering evaluation, it was determined that the device was worn, had an unknown liquid substance inside the locking mechanism, unknown debris in the ball bearings and the oscillator head base was broken. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available has been disclosed. If additional information were to become available, a supplemental medwatch will be submitted accordingly.